Event description:
The customer reported that while preparing her olympus video system center for a therapeutic procedure, the unit would not produce an image. According to the initial reporter, the patient never made contact with the subject device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty video connector was discovered and caused the reported image failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty video connector could not be identified. Olympus will continue to monitor field performance for this device.